Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery and that changing the set did not resolve the issue. The parent also reported that insulin did not come out. The blood glucose reading was 350 mg/dl. The customer was assisted in performing a 5 unit fixed prime and stated that insulin did not come out. The parent was advised to disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing and reported that insulin did not exit. The parent was advised to reinsert the reservoir and run a manual prime and stated that the piston did not appear to move forward, the insulin pump did not alarm, and that insulin did not exit. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.